Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a friend/family member of a patient with an implantable neurostimulator (ins) for spinal pain. It was reported that the patient saw an error code on (B)(6) 2019. They were looking in the "about" option in the menu of the controller and saw the "historical error" message. The patient connected the power supply and the controller and it was working as intended. The patient was directed to have their ins checked in their healthcare provider's office to determine any historical data. The patient also had issues with adaptive stimulation. The back setting was programmed too high and the patient was "jolted" awake when rolling from left to right. The patient lowered the stimulation level on the back setting and the issue was resolved. Additional information received from the patient on (B)(6) 2019. It was reported that they think when the patient made a change to group b, group a also changed. They met with a representative and didn't have enough time for programming. The patient asked if the programs could be named other than a, b, and c and it was reviewed that they couldn't. No further complications reported.